Event description:
The user facility reported that a terumo torquer was used with a radifocus guidewire m, as is normal practice, which resulted in damage to the guidewire coating. Reportedly, there was no immediate harm to the patient; however no additional details have been provided by the user facility.

Manufacturer narrative:
This follow-up report #2 is being submitted to provide the date the manufacturing facility received additional information regarding the event and/or evaluation of the actual sample. This date was inadvertently omitted in the previous follow-up report.

Event description:
This report is being submitted as follow-up #2 for mfg. Report #9681834-2014-00201 to provide the date that additional information was received by the manufacturing facility.

Manufacturer narrative:
The actual samples - guidewire and torquer - were received by the manufacturer for evaluation and testing. The following describes the evaluation of each component: guidewire - visual inspection confirmed the urethane coat between 1095 - 1103mm from the distal end had been peeled and rolled back in the distal direction over the wire. The rolled back portion measured 8mm which suggests that there was no missing piece of urethane. Magnifying inspection of the damaged portion showed the distal end of the fractured urethane layer had been stretched and had a white hue; abrasions were observed on the exposed core wire; and the proximal end of the fractured urethane layer had been elongated and ripped. Magnifying inspection of the surface found intermittent abrasions between 1335-2425mm from the distal end. This suggests that the actual sample had come into contact with a hard object and was abraded by it. The undamaged portion of the guidewire was further tested - outside diameter measured and intentional removal of the urethane layer to inspection adhesion - all inspections confirmed that the actual device met product specifications and comparable to current product. Terumo torquer - visual inspection of the whole body of the device did not reveal any anomalies including a deformity or break. Magnifying inspection of the outer surface, including both ends of the inner lumen, did not reveal any anomalies and no burrs were found. The sample was disassembled for further inspection of the inside and no anomalies were found. Reproductive testing was conducted by affixing a retained sample torquer to a guidewire and pulled in the proximal direction. The urethane layer peeled off the core wire and replicated the damage sustained by the actual guidewire. A review of the device history and shipping inspection records for both lots confirmed that there were no production related problems for these lot numbers. A review of the complaint files confirmed that these lots had not been previously reported. Based on investigation findings, there is no indication that this event was related to a device defect or malfunction. The findings suggest that the guidewire was pulled in the proximal direction while being affixed to the torquer which resulted in peeling and roll-back of the urethane layer. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00201 to provide additional information regarding the evaluation of the returned samples.

Manufacturer narrative:
This report is being submitted as follow up # 3 to provide the correct date of event in section . The date of event was initially reported as (B)(6) 2014. The date of event for this complaint is (B)(6) 2014.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52 because the information was not initially completed by the user facility. Results based on evaluation of the reserve and retention samples; based on the actual device not yet being returned the actual sample has not yet been returned by the user facility for evaluation, and the reported lot number of the actual device was non-existent. However, the user facility reported the correct lot number for the terumo torquer. Therefore, the evaluation was based upon a reserve sample from current production for review of the radifocus guidewire m, and a retention sample from the same product code/lot # of the terumo torquer. Thorough visual and magnification inspection of both devices confirmed that there were no defects or anomalies and product performance specifications were met. A follow-up report will be submitted when the actual sample is returned and the investigation is complete. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. (B)(4) device not returned to manufacturer